Event description:
The device was returned for analysis because pump was explanted after showing battery alarm on july 9. During revision a leakage in the catheter was also found and the catheter was explanted. The patient underwent implantation of another synchromed pump.